Manufacturer narrative:
(B)(4). Upon completion of the investigation or in the event additional information is received a follow-up report will be submitted. The customer did not state if the incident occured on a patient or not. Customer advocacy has requested this information however has not yet received a response. (B)(4).

Event description:
Without connecting the as power supply, o2 and air the device resets when turning the power on. When all as power supply, o2 and are connected the power turns on. When the air is disconnected the screen goes blank and ventilation stops. All of the lights remain on and the alarm sounds.